Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient complained of increased spasms/spasticity. A dye study was performed on the date of this report and they were unable to aspirate from the catheter access port (cap) and logs were checked. A pump migration and catheter migration/dislodgement was noted at the distal segment of the catheter. It was noted at initial implant, the healthcare professional (hcp) used a different implant technique. The hcp tried to go above an anatomical anomaly and had to remove some bone to get to the dura and intrathecal space. The hcp thought they had good access but in retrospect was questioning if they did. It was reported that a revision was not scheduled and that a revision had occurred. The hcp reported the patient recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner on 2017-jul-13. The patient¿s medical history included a traumatic brain injury (tbi) of the left hemisphere ((B)(6)), the baclofen pump was implanted in (B)(6) 2009), ambulatory wboc (weight bearing without crutches) +/- left afo (ankle foot orthosis), the pump was replaced (B)(6) where they had an epidural bleed and now with sci (spinal cord injury) as well, catheter revision (B)(6), new pump (B)(6), and history of narcotic abuse prior to injury. It was stated that a catheter revision occurred in (B)(6). The patient was (B)(6). The patient was a female (B)(6).